Event description:
Per the surgeon's report, this patient contracted meningitis in 2005. However, this was not reported to cochlear until 11/15/2006. More information has been requested. Further details will be provided to the FDA as they become known.